Event description:
The customer reported the glp centrifuge module had a gripper robot rotator error. Upon further assessment, it was noted that there was burning on a printed circuit board (pcb). There was no impact to user safety and there was no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06q03 that has a similar product distributed in the us, list number 04z96, with 510k number k213486.

Event description:
The customer reported the glp centrifuge module had a gripper robot rotator error. Upon further assessment, it was noted that there was burning on a printed circuit board (pcb). There was no impact to user safety and there was no impact to patient management was reported.

Manufacturer narrative:
The glp centrifuge module (cm) serial (B)(6) was evaluated. Printed circuit board (pcb) robot distribution 5 was found to have electrical damage isolated to a single electrical component. Pcb robot distribution 5 was replaced, which resolved the customer reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any other complaints for the glp centrifuge module (cm) or the pcb robot distribution 5 with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the glp centrifuge module (cm) serial (B)(6) and printed circuit board (pcb) robot distribution 5.